Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the customer that multiple, intermittent cartridge alarms occurred (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the cartridge alarms had occurred in the past; however, tandem technical support was unable to verify the event date or pump history for the past alarms with the customer. There was no impact to the customer's blood glucose level. During the call with tandem's technical support, the customer was able to load a new cartridge successfully and will continue to monitor system performance.